Event description:
It was reported that a connector broke while positioned inside the pump, after which the user could not remove it until instructed to disconnect and run the fill tubing step, which successfully expelled the connector. The user then declined assistance with a supply change. Symptoms included no reported clinical effects or injury. Outcomes included no reported impact on therapy continuation and no alarms. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a connector mechanical failure associated with the pump¿s connector component, with resolution achieved through standard clearing and priming steps and no further device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-interaction related handling of the connector combined with device-component susceptibility to breakage.

Manufacturer narrative:
Initial.